Event description:
System date cannot be set past 06/20/2004 and attempts to will result in a date of november 11, 1990. Physiological monitored data acquired during this time will be tagged with a november 1990 date. Any printouts by staff will have to have current date hand-written on it.